Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the sterile pump tray from heartmate 3 left ventricular assist system (lvas) implant kit, associated with (B)(6), did not reveal any device related issues that would have contributed to a functional issue during implant and/or support. The pump tray was returned in used condition, with the plastic lid opened and the tyvek cover removed and returned detached from the tray. The remainder of the implant kit, including the pump, was not returned. Inspection of the pump tray revealed a small amount of residual seal residue adhered to the outside of the plastic lid cover. The observed residue on the pump tray is expected from the heat-sealing process that occurs during packaging of the device. This residue was only present on the external side of the pump tray and did not affect the sterility of the pump. The remainder of the pump tray appeared unremarkable. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The IFU states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that there was paper residue on the sterile pump tray after opening the implant kit. There was also smudge residue noted on the system controller display screen straight out the packing. There were no adverse events associated with the reported issues. Both the left ventricular assist system implant kit and system controller are in use and the pump tray was said to be returning. The patient was reported to be in stable condition and under continuous monitoring.